Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty removing the balloon was encountered. The physician predilated a lesion in a moderately tortuous right coronary artery (rca) vessel. He successfully placed a taxus express2 8.8% 3.0 x 24mm drug eluting stent in the mid-rca. Upon deflation, the balloon was sticking to the stent. The physician was able to free the balloon after the guide catheter was advanced down the vessel. The physician was then able to postdilate the rca lesion. There were no pt injuries or complications.